Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The device was not defective. Potential for wound dehiscence at the insertion site is a known and anticipated potential adverse effect. The patient visited the clinic for medical attention. The sensor was removed successfully and follow-up with the patient indicates that the patient is doing fine.

Event description:
Senseonics was made aware of an incident where the insertion site opened and the wound enlarged making the sensor visible. The patient cleaned the cut with hydrogen peroxide and applied gentalin beta cream on it to avoid infection. The patient, however, visited hcp who decided to remove the sensor on (B)(6) 2018.